Event description:
It was reported that the video system center exhibited gray screen with no external signal. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, but the reported failure was confirmed by the field service engineer over the phone. In addition, the following reportable malfunction was identified during the device evaluation: wrong picture-in-picture input. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: wrong picture-in-picture input resulted in the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.